Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d10; g4; h2; h3; h4; h6. Complaint sample was evaluated and the reported event was confirmed. A g7 pps ltd acet shell 50d, part # 010000662 from lot 6405788, was returned and evaluated against the complaint. Visual inspection found the shell to be assembled with liner 6760359 upon receipt. The mating plane of the liner and shell is visually smooth and flush to the touch. The rim of the shell exhibits a few nicks but is in decent overall condition. Discoloration and foreign debris were observed on the outer radius. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical devices: 010000934-g7 hi-wall e1 liner 36mm d-6760359; 010000934-g7 hi-wall e1 liner 36mm d-6122669. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03651, 0001825034 - 2020 - 03652. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure the surgeon could not get the g7 liner to seat the g7 50mm shell. After trying to seat another liner into the g7 50mm shell with no success the surgeon changed to a 52mm shell that didn¿t seat at the beginning. Subsequently the patient suffered a minor fracture after a heavy blow. The 52mm shell finally seated the liner. Attempts have been made and additional information on the reported event is unavailable at this time.